Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A procedure form stating that this atrial lead was repaired on (B)(6) 2017 due to exposed conductor. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).